Manufacturer narrative:
After further evaluation, the suspect medical device is no longer considered the architect i2000sr analyzer, list 03m74-02, abbott manufacturing inc, irving tx. The architect stat high sensitive troponin-I, list 03p25-37, a.i.d.d. Longford, longford irl is considered the only suspect medical device. This incident was previously submitted under MDR number 3005094123-2019-00384 and all further information will be documented under that MDR number. Analyzer no longer considered likely cause.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was available.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result. Sample ID (B)(6) generated an initial result of 172 ng/l and multiple retests of 5 and <5 ng/l. No impact to patient management was reported.